Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Reportedly, the contact believes that the customer may have programmed a 15 unit bolus and delivered too much insulin. Additionally, the contact verified the pump bolus history which showed that a bolus of 15 units had been delivered by the customer. To treat the low bg level, the customer consumed juice and snacks. Additionally, tandem technical support viewed the pump data logs which showed that a bolus of 15 units had been programmed and delivered by the customer. The contact was educated regarding the pump bolus features that the pump will not deliver a bolus without user input.